Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site and was prescribed oral antibiotics on (B)(6) 2015. The implanted device remains.